Event description:
It was reported that bd iag bc pro global push tab is missing the following information was provided by the initial reporter, translated from japanese to english: when the customer tried to puncture the needle, the push-off tab was missing and they couldn't use it.

Manufacturer narrative:
Facility name exceeds character limit: (B)(6) hospital, social medical corporation shinko memorial association address exceeds character limit: 14-47 wakihamacho, chuo ward, hyogo prefecture a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint of a damaged push-off tab was confirmed and the cause was likely manufacturing related. One 20g insyte autoguard IV catheter was provided for investigation. The push-off tab fractured off the catheter adapter and was not returned for investigation. The fractured tab did not affect the flow rate or allow fluid to leak from the adapter. This likely occurred due to damage during assembly. The appropriate manufacturing personnel were notified of this complaint.

Event description:
No additional information.